Event description:
Booklet says sensor can be up to 20% off. For more than 9 months, sensor has been >20% inaccurate 90% of the time. Pt stopped using device, then restarted. Sensor is now off 100% of the time. Pt received false high and low results. Pt lost consciousness in street and went into a coma. Pt states "does somebody need to die before they take this off the market?" MFR sends new sensors to fix problem. Recently, customer was told that there was nothing else that could be done to helping me by the MFR. No calibration error was given by the pump during inaccuracies.